Event description:
Customer reported a no delivery alarm. The blood glucose reading was 236 mg/dl. Customer was assisted with performing a 5 unit fixed prime and stated that insulin did exit. She removed the infusion set adn stated that the cannula was bent. She was advised to change the infusion set. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.